Event description:
It was reported that the customer went to the emergency room (ER) and hospitalized with a blood glucose (bg) level of 575 mg/dl vomiting, and high ketones that were note identified as dangerous by a healthcare provider (hcp). Suspected cause was due the pump settings being recently changed by hcp. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. During troubleshooting with tandem technical support, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling.